Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for mgu therapy. It was reported the patient (pt) had no relief since implant (B)(6) 2015. The pt reported not feeling stimulation, the therapy was off and the issues were not resolved. The pt had the stim off for surgery that she had nine days ago for colon reception; the pt had a rectal prolapse. The pt was keeping a voiding diary, but only did it for a couple days and stopped. The pt stated that symptom control was not better than 50% and would consult with their healthcare provider (hcp) today to see if they could turn stim back on. The caller stated they didn't think anyone went over how to use the patient programmer (pp) or if they did the pt had forgotten how to use it. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information from the patient reported the device was implanted for bowel and they were told by their healthcare provider (hcp) that it would help with their prolapse rectum. They were wondering if the therapy could be used for both issues. They thought the therapy would help with the rectum muscle because it stimulates around the same area. The patient said the surgery that they previously mentioned helped their prolapsed rectum for about 9 months. They are still having issues with the rectum muscle even with the ins. The hcp told them they could change programs and make adjustments. The patient wanted to know how to change programs to see if it would help with their prolapse rectum. Indications for use were discussed with the patient. How to change programs was reviewed. It was reviewed to follow up with their hcp regarding the prolapse rectum and any medical questions.